Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown hip femoral head; unknown hip acetabular liner; unknown hip acetabular cup; elite plus sz 3 flanged hip cemented femoral stem; unknown bone cement.

Event description:
On (B)(6) 2018. Surgeon explanted loose depuy cemented stem (approximately 20 years ago) and inserted zimmer zmr stem. Surgeon changed worn duraloc liner for new duraloc marathon liner. Planned revision case, no issues experienced. Patient ID: (B)(6), dob:(B)(6). Impacted products: unknown jrn: duraloc liner 26 / 58 or 70 , discarded. Unknown jrn: depuy cemented stem , product code:s-xxa-82, discarded. Unknown jrn: depuy 26mm metal head, discarded.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: xxa-82 device history review: no anomalies that would cause the stem to loosen if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.